Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4)and was visually inspected and connected to a water bag to check for leak. Results: during testing with a water bag a drop of water began to build at the connection between the feedset tube and water bag spike. Inspection of the complaint feedset tube and water bag spike revealed that there was sufficient glue at the connection but that the glue was only partly bonded. Conclusion: we have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome or water bag spike in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the chamber was released for distribution. The user instructions which accompany the mr290 chamber state the following: set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Our monitoring and trending of complaints of loose water bag spikes on mr290 feedsets has a rate of occurrence of (B)(4) devices per million sold worldwide in the last year to the end of (B)(4) 2014.

Event description:
A hospital in (B)(6) reported via our distributor that they found that water leak occurred at the connection of the bag spike and water feedset tube of an mr290 humidification chamber. This was found prior to patient use.